Event description:
It was reported that a patient¿s leg was ¿tingling like pins and needles¿ after about half an hour sitting in a chair ¿right outside the MRI room¿ while her mother was having an MRI scan. It was noted that the patient¿s stimulation was on at the time of the event. The patient stated that she saw a sign ¿about magnetic forces¿ and spoke with a physician, but stated that he didn¿t know anything about her device. The patient noted that she had ¿the self-adjusting unit¿ (adaptive stim).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).